Event description:
It was reported that during a percutaneous coronary intervention procedure, "plaque protrusion" occurred. The 70% stenosed, concentric shaped, 60mm in length target lesion was located in the non-tortuous and non-calcified, 3mm in diameter saphenous vein graft (svg). This 3.00x28mm promus element plus stent delivery system (sds) was selected and was advanced to the lesion. A filter wire was used. The sds was successfully deployed and was well apposed in the svg; however, an abnormal "protrusion of plaque" was noted in the lumen, the physician used an aspiration catheter to remove the excess of plaque. It was reported that there was no failure or issue with this particular device. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).